Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple incidents with elevated blood glucose (bg) levels range above (200-424 mg/dl) the customer took boluses via the pump and the health care provider (hcp) recommended the customer take a 10u manual injection to stabilize bg levels. The customer stated to have changed infusion set site out. However, bg's still remained elevated. During the call with tandem technical support (cts), the customer noted large air bubble in the luer lock. The customer was instructed to expel air bubble by performing fill tubing. A system check was performed and indicated that the pump was functioning as intended. The customer stated to have recently started a new medicine 2 weeks ago, and also that starting the night prior has had pain in kidneys. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.